Event description:
The customer observed falsely decreased sodium result generated on the architect c4000 analyzer for one patient sample. The sodium results were normal upon repeat. The result was reported out of the lab. The following data was provided: normal range: sodium 134-143 meq/l. Initial result 114 meq/l, repeat 140 meq/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer indicated fibrin may have been in the sample, potentially causing the issue. Based on the investigation, no deficiency was identified.